Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reports that there was a strong smell of insulin on insulin pump and that low reservoir alert is received sooner that it should. Customer's blood glucose was 445 mg/dl, which was treated with manual injection and a infusion set change. After troubleshooting, it was determined that insulin pump was functioning properly. Customer's mother was advised to consult healthcare professional regarding high blood glucose. Customer was advised against wiping the top or reservoir with alcohol which is what is done when they notice small drop on plastic. No further information provided.